Event description:
Customer stated he had to refill his reservoir because he was low; it was 50 mg/dl at 5:45 pm. At 7:45 he was 33 mg/dl then 5 minutes ago he was 54 mg/dl. He has been eating cookies. Customer stated he had an open circle assisted with clearing temporary basal. Customer declined troubleshooting assistance for low blood glucose levels. Customer stated he knew why he was low. No delivery alarm was noted in the history stated he had all ready done a set change to fix issues, declined troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.